Event description:
Patient complained of persistent pain in area of mesh implant. Explant performed 2006.

Manufacturer narrative:
The subject product has been returned and a preliminary evaluation has been performed. The explanted mesh, although severely distorted, appeared to have all components to be intact. There was some tears in the mesh. It is impossible for us to know what caused the tears and the distortion, which could have occurred due to stresses placed on mesh while implanted or stress placed on mesh during explantation. A more detailed analysis is going to be performed and a follow up report will be submitted if anything else is observed that needs to be reported.